Event description:
It is reported that the device was fractured at an unknown time and place.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) was found to be fractured on the lateral side of the post. .all pieces were returned for evaluation. DHR was reviewed and no discrepancies were found. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured device component in this complaint was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.